Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye as the patient had negative and positive dysphotopsia. The patient was seeing an arc at the bottom periphery of her vision that started after she had the cataract surgery one week post-operatively. Another competitor lens of lower diopter (22.0d) was used as the replacement with a limbal relaxation incision. The patient outcome was good. No further information was provided.

Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: feb 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.